Manufacturer narrative:
Investigation summary: 6 photos were returned for investigation. The returned photos show leakage from injection port and valve moved was observed. DHR reviewed was performed on batch #9241570. This batch was built with va48 in sep 19. Machine history record was reviewed. No abnormality was observed. Cannula hub batch #9208774 and #9235614 (material no: 8607877) were reviewed. No qn was raised. Tube silicone batch #11087471 (material no: 8612315) was reviewed. No qn was raised. No qn was raised on batch #9241570 (catalog no: 393226). No similar qn was raised for the past 12 months on the reported defect. Investigation conclusion: able to confirm the customer experience based on the returned photos. Root cause description: the leakage was due to injection valve move within the cannula hub. Rationale: CAPA#(B)(4) has been initiated to address this issue.

Event description:
It was reported that blood flowed out of the bd venflon¿ pro safety shielded IV catheter during use after closing the injection port. The catheter was used to deliver "preoperative" medication to the patient. CAPA# (B)(4) was opened in response to this event. The following information was provided by the initial reporter, translated from (B)(6) to english: "the following phenomenon has already been observed several times in the last week: the venous catheter is placed on the ward. The patient receives preoperative medication through this venous catheter. In the operating room further medication is administered via the injection port, after which the injection port is closed again with the cap. (These medications are also drawn up in syringes from glass ampoules both without a cannula and with a cannula without a filter). The venous catheter is provided with a back check valve. Now, after closing the injection port of some catheters, it has been observed that blood flowed out of it."